Event description:
It was reported that during an embolization for an aneurysm located in the m1 segment of the middle cerebral artery, measuring 3.2mmx3mm with a 1.5mmneck, classified as a narrow-neck aneurysm, the coil was pulled out of the aneurysm after detachment. The detacher initially functioned as intended. However, upon withdrawal of the pusher, the coil was inadvertently pulled out of the aneurysm. The physician suspected incomplete detachment and attempted to re-advance the coil, but it could not be reintroduced into the aneurysm sac. Multiple detachment attempts were made using the detacher, followed by a replacement detacher, but all attempts were unsuccessful. Ultimately, the physician achieved detachment by rotating and gently manipulating the pusher. This maneuver again resulted in the coil being pulled out of the aneurysm, with a portion of the coil extending into the middle cerebral artery. The exposed segment of the coil was subsequently repositioned into the aneurysm using a guidewire. The patient outcome was reported as normal.

Manufacturer narrative:
A single radiographic image was provided for review. It is not labeled as the time or date. It is embedded in a pdf document. It is an image of the control room monitor taken with a cell phone. The image is a single-shot, unsubtracted ap skull radiograph without contrast. It demonstrates a small coil mass situated inside the left mca aneurysm described in the event. A short, linear coil ¿tail¿ extends outside and more proximally into the m1 segment. This image confirms that a part of the coil extended out of the aneurysm; however, the image does not explain why the alleged detachment issue occurred. Without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event. Batch review: a search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: based on a review of the last 2 years of complaint data, and at the time of this investigation, no systemic issues have been identified for this batch number that would have caused or contributed to the reported event. Review of the device¿s risk documentation: a review of the risk analysis documents was performed and the hazards associated with this device issue have been addressed. IFU review (additional information can be found in the IFU): please refer to the chinese IFU for precautions, warnings, and further information. The following is taken from the english version: potential complications potential complications include but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Cases of chemical aseptic meningitis, edema, hydrocephalus and/or headaches have been associated with the use of embolization coils in the treatment of large and giant aneurysms. The physician should be aware of these complications and instruct patients when indicated. Appropriate patient management should be considered. Warnings and precautions the mcs is intended for single use only. Do not resterilize and/or reuse the device. After use, dispose in accordance with hospital, administrative and/or local government policy. Do not use if the packaging is breached or damaged. If a coil must be retrieved from the vasculature after detachment, do not attempt to withdraw the coil with a retrieval device, such as a snare, into the delivery catheter. This could damage the coil and result in device separation. Remove the coil, microcatheter, and any retrieval device from the vasculature simultaneously. Detachment of the mcs coil 32. When the v grip® detachment controller is properly connected to the v trak® delivery pusher, a single audible tone will sound and the light will turn green to signal that it is ready to detach the coil. If the detachment button is not pushed within 30 seconds, the solid green light will slowly flash green. Both flashing green and solid green lights indicate that the device is ready to detach. If the green light does not appear, check to ensure that the connection has been made. If the connection is correct and no green light appears, replace the v grip® detachment controller. 34. Push the detachment button. When the button is pushed, an audible tone will sound and the light will flash green. 35. At the end of the detachment cycle, three audible tones will sound and the light will flash yellow three times. This indicates that the detachment cycle is complete. If the coil does not detach during the detachment cycle, leave the v grip® detachment controller attached to the v trak® delivery pusher and attempt another detachment cycle when the light turns green. 36. The light will turn red after the number of detachment cycles specified on the v grip® labeling. Do not use the v grip® detachment controller if the light is red. Discard the v grip® detachment controller and replace it with a new one when the light is red. 37. Verify detachment of the coil by first loosening the rhv valve, then pulling back slowly on the delivery system and verifying that there is no coil movement. If the implant did not detach, do not attempt to detach it more than two additional times. If it does not detach after the third attempt, remove the delivery system.